Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of the burned tip cover was use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt tip cover. There was no patient involvement.